Event description:
It was reported that when using the pyxis medstation es system, cubie failed to eject. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie failed to eject. A field service engineer cleaned and reseated row board header on drawer 4.2. A field service engineer released all cubies and cleaned and reseated row board connector on row b tray to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.